Event description:
It was reported by service report that the side rail panels were cracked with no sharp edges, although, he did pose the possibility of fluid ingress. The power cord was frayed resulting in the possibility of a shock hazard. It is unk if there was pt involvement or if there were adverse consequences to report.